Event description:
It was initially reported that the zimmer electric dermatome handpiece was not functioning properly. Additional clinical information determined that the issue occurred during surgery. It was stated that there was an impact/damage to the graft harvest and an additional unplanned graft was required to be taken from the patient. An alternate device was retrieved and used to complete the surgery with a delay of approximately 15-30 minutes during which the patient was under anesthesia.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch wil be submitted once the investigation is complete.